Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Customer states that the bed would not go up and down on the head end.